Manufacturer narrative:
Concomitant medical products: product ID 978a133 lot# va2eekc implanted: (B)(6) 2022 product type lead. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that the patient called and said on (B)(6) 2022 they had bi-lateral si joint injections done. They were not mobile from the 7th to the 9th. Last night ((B)(6) 2022), where the stimulator was, they were getting shocked so bad it was a ten plus. They finally got the stimulator to shut off and the shocking stopped. The injections were right in the area of the lead. The patient let doctor know before the injections that she had the implant. They did the injections under guided fluoroscopy so they should have seen the leads. Patient said, they over medicated them and their leg numbness has not warn off. They also mentioned they had cauda equina syndrome to begin with. The increased heaviness and numbness from the medication went elsewhere then the si. The patient called their managing doctor for the interstim and left a message. The patient was redirected to their healthcare provider to further address the issue. Patient was wondering if it was ok to leave the stimulation off until they hear back from the doctor. They wanted to confirm the stimulation won't turn back on by itself. Patient services told them it can't turn on by itself. On 10/15 the manufacturer representative (rep) saw patient for the first time. Impedance was normal. The rep turned the device back on and the patient was still getting little shocks and felt a vibration occasionally at the generator site. The rep tried the patient on multiple programs 6,7 <(>&<)> 1 before turning it off. Turned the device back off.